Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5071-53 implantable pacing lead (B)(6) 2010 5076 implantable pacing lead (B)(6) 2010 6935 implantable tachy lead (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the device was at elective replacement indicator (eri) early due to high left ventricular (lv) lead thresholds. The device was explanted and replaced and the lv lead was capped and was not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.